Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 9 cm distal to the is-1 connector pin. Only the proximal fragment was received for analysis. It is reasonable to assume that the lead was cut during the explantation procedure. The returned lead fragment was visually and electrically analysed. The visual inspection revealed that the insulation was, apart from the present cut, free of breaches. During the electrical analysis, the dc resistances of the received conductor fragment were measured. No peculiarities were found. Further analysis of the returned lead fragment did not reveal any irregularity that might have contributed to the reported dislodgement. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Boston scientific received information that this right atrial lead was found to be dislodged upon a routine follow up exam in which the patient complained of fatigue and shortness of breath. Dislodgement was confirmed by chest x-ray. The patient's device was reprogrammed during the period between the discovery of the ra dislodgement and the lead revision procedure. At the time of revision, the physician was able to successfully reposition the lead without consequence to the patient. No additional adverse patient effects were reported. This device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received info that this right atrial lead was found to be dislodged upon a routine f/u exam in which the pt complained of fatigue and shortness of breath. Dislodgement was confirmed by chest x-ray. The pt's device was reprogrammed during the period between the discovery of the ra dislodgement and the lead revision procedure. At the time of revision, the physician was able to successfully reposition the lead without consequence to the pt. No add'l adverse pt effects were reported. This device remains in service. As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.